Manufacturer narrative:
Additional contact: dr. (B)(6); dr. (B)(6) was the physician who removed the mesh. (B)(6) clinic. Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the patient. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a procedure. According to the complainant, after the procedure, the mesh had shrunk and it was too tight. It eroded into her vagina giving considerable discomfort, pain in her legs, groins and pelvis, and a total loss of sex life due to the pain. In addition, the patient also experienced inflammation which caused an autoimmune reaction. Subsequently, the patient had the mesh removed at a different clinic. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.